Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Unit was received with high idle current due to faulty cooper cap. No unexpected alarms or constant tone or blank display noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 279 mg/dl at the time of incident. Troubleshooting found that the pump had a continuous beeping sound and the display was blank. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.